Event description:
This will be filed to report a steerable guide catheter (sgc) leak. It was reported that during device prep of a mitraclip procedure, the sgc failed to hold fluid column. Subsequently the sgc was exchanged and the procedure was completed without further reported complication. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak / splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.